Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. The pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack and reservoir container ring was loose. The customer¿s blood glucose level was 459 mg/dl and on (B)(6) 2018 at 02:35 am blood glucose was 260 mg/dl and at 2:37 am was 275 mg/dl. Customer woke up at 06:20 am and blood glucose was 435 mg/dl and at 07:00 am it was 418 mg/dl and at 07:30 am it was 387 mg/dl and at 08:00 am blood glucose was 270 mg/dl. The customer was in hospital and blood glucose value was decreased to 83 mg/dl and customer released from the hospital with a blood glucose of 98 mg/dl. The customer treated high blood glucose with insulin pump. The insulin pump passed the self test and displacement test. The insulin pump will be returned for analysis.